Event description:
The customer reported the system displayed a kv on in error message and shut down uncommanded. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated circuit boards and connectors, and cleaned and regreased the high voltage candlestick connectors. The system operates as intended.